Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the head impactor tip of the kincise replacement cap device cracked into two pieces. There was four-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. It was reported that fragments were generated; however, they were removed easily without additional intervention. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient was not part of a clinical study. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.